Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several episodes recorded with clear evidence of interference. Follow up concluded the identity of the interference was not identified and no intervention was performed. The cardiac resynchronization therapy defibrillator (crt-d) is still in use. No patient complications have been reported as a result of this event.